Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 4 weeks ago experienced c diff (clostridioides difficile), a bacteria that affects their bowels and started a strong antibiotic, vancomycin for around this same time frame, recommended to use for 6 weeks. In the background, caller said that patient has had c diff for over a year. Patient also said that had a kidney transplant last year and has a recurring condition of bad bacteria in the bowels and real bad pain. Patient said that was in the hospital last week (unrelated to device), and was diagnosed with uti while hospitalized, and patient said had an MRI on the (B)(6). Patient said noticed change in symptoms after the MRI. Patient said that it is like doesn't have the implant at all, urgency has completely returned and back to wearing pads. When asked, no changes to diet/fluid intake, and also said that has a pinched nerve issue at c3 and c4 in the neck. Patient asked for assistance in making an adjustment. Reviewed therapy information and general programming guidance including the option to switch programs. With instruction, patient connected to implant and made a slight increase on current program. Patient will maintain stimulation level and will continue to track symptoms and make an additional adjustment if needed. Patient was redirected to provide an update to their managing physician for their implant.